Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection found the bending section adhesive to be white with open gaps at each side of the bending section cover. A superficial pin hole was noted on the glue surrounding the white block at the distal end of the device. The insertion tube was noted to have multiple buckles throughout the entire length with chemical damage that was noted from the 20cm mark to the 70cm mark on the insertion tube. A boroscope was used to inspect the biopsy channel and found a brown stain in the channel interior wall which measured approximately 33mm from the distal end. Further inspection found scratches on the biopsy and suction channel interior walls. The scope passed leak testing. A review of the instrument history revealed the scope was previously returned on march 18, 2016 for the tjf-q180v forceps elevator mechanism. As part of our investigation an ess was dispatched to the user facility on august 3, 2016. The ess reported that he was unable to observe the site¿s complete reprocessing method due to the unavailability of a reprocessing technician; however, the ess was able to discuss the cleaning process with the lead technician. During the investigation the ess noted that the customer did not have a marker in the sink to indicate a fill line; therefore, was unable to accurately determine the proper dilution of detergent during the manual cleaning process. The ess discussed the proper brushing and flushing of the scope with the maj-1888 and an efp flushing pump, and the customer understood the need to not skip any of the steps during manual cleaning. The ess noted that the scope was not always coiled properly in the recommended manner inside the oer ¿pro aer. The ess discussed the recommended scope coil method and provided the site with a cleaning and disinfection checklist. The exact cause of the reported event cannot be determined; however, based on the investigation findings the most likely cause of the reported event can be attributed to improper maintenance of the scope or insufficient reprocessing. The scope was repaired and returned to the user facility.

Event description:
Olympus was informed that the scope cultured positive for the following micoorgaganisms: bacillus, steno, staphylococcus aureus, enterococcus and propionibacterium between (B)(6) 2016 after being reprocessed. The device was reporocessed in one of three oer-pro (serial #s (B)(4)) automatic endoscope reprocessors (aer) at the facility. There have been no reported service issues with any of the facility's aers. It was reported that six patients underwent endoscopic retrograde cholangiopancreatography (ercp) procedures using the alleged scope between (B)(6) 2016. The user facility reported that all six patients have been notified as a precaution. Reportedly, the patients were not cultured and there are no associated patient infections with the scope.